Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform they received a "replace sensor" with the adc device. The customer was able to be contacted and indicated they experienced shaking and fainted, requiring treatment of either food, juice, and/or sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor is properly seated and no issues were observed. Extracted data using approved software. The sensor was found to be in state 6 (indicating abnormal termination). Observed the patch had terminated on the body. De-cased the sensor and performed visual inspection, no issues were observed on the printed circuit board assembly (pcba). Measured the battery and all results were within specification. Extended investigation has been performed. Visual inspection was performed and no issues were observed on the sensor puck. Extracted data using approved software and sensor was found to be in state 6, measured the battery and all results were within specification. Issue has been confirmed to a brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform they received a "replace sensor" with the adc device. The customer was able to be contacted and indicated they experienced shaking and fainted, requiring treatment of either food, juice, and/or sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.